Manufacturer narrative:
Complaint conclusion: as reported, after the successful use of a 5f mynxgrip vascular closure device (vcd), which was used to close an arteriotomy of an unknown 6f sheath, a secondary hemorrhage appeared which had to be treated by the hospital. There were no additional reports of patient injury. No further information is known. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The device was not returned for evaluation. A product history record (phr) review could not be conducted as a lot number was not provided. Access site hemorrhages are a common post-procedural complication and is listed in the instructions for use (IFU) as such. Access site hemorrhage events are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal/sealant placement technique, and the patient's compliance to decreased mobility of the affected limb in order to promote coagulation. Access site bleeding events can require prolonged manual compression, blood transfusion, or even surgical intervention. With the limited information available for review, the exact cause of the issue experienced could not be determined; however, patient and/or procedural factors are possible. Without the return of the device for analysis or procedural films, the reported customer complaint could not be confirmed, and no determination of possible product-contributing factors could be made. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. According to the IFU, after deployment of the sealant and removal of the device, it states, ¿continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions. Based on the information available for review, there is no indication to suggest that the reported event could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after the successful use of a 5f mynx grip vascular closure device (vcd), which was used to close an arteriotomy of an unknown 6f sheath, a secondary haemorrhage appeared which had to be treated by the hospital. There were no additional reports of patient injury. No further information is known. The device will not be returned for evaluation.